Manufacturer narrative:
(B)(4). The actual device involved has not been received and the investigation is ongoing. A follow up report will be provided after the inspection results are available.

Event description:
(B)(4).